Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and insufficient clinically relevant documentation was provided, therefore, a thorough medical investigation could not be performed. However, it was communicated that due to infection, the head and bipolar component were removed and replaced with an antibiotic spacer while the stem remained in situ. No further clinically relevant documentation and/or information were provided, therefore the root cause of the reported infection remains unknown. The patient impact beyond the revision and probable additional antibiotic therapy and future revision procedure cannot be determined. No further medical assessment is warranted at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. Credit cannot be issued for these devices.

Event description:
It was reported that a revision surgery was performed due to infection. Bipolar head and inner head were removed and antibiotic-loaded cement was placed. Stem was remained.